Event description:
This spontaneous case was reported by a patient and describes the occurrence of abdominal pain lower ("cramp") and lymphoma ("aggressive lymphoma") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), lymphadenopathy ("ganglion in groin one month after essure placement"), arthralgia ("joint pain"), menorrhagia ("menstrual periods which became haemorrhagic") and fatigue ("fatigue") and was found to have lymphoma (seriousness criterion medically significant). The patient was treated with surgery (uterus, cervix and fallopian tubes removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the menorrhagia had resolved with sequelae. At the time of the report, the abdominal pain lower, arthralgia and fatigue was resolving and the lymphoma and lymphadenopathy outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia, fatigue, lymphadenopathy, lymphoma and menorrhagia with essure. The reporter commented: at the time of essure insertion the patient was (B)(6) year-old, and at the time of this report she was (B)(6) year-old. After surgery, she was able to start again to work. Further company follow-up with the patient is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a patient and describes the occurrence of abdominal pain lower ("cramp") and lymphoma ("aggressive lymphoma") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), lymphadenopathy ("ganglion in groin one month after essure placement"), arthralgia ("joint pain"), menorrhagia ("menstrual periods which became haemorrhagic") and fatigue ("fatigue") and was found to have lymphoma (seriousness criterion medically significant). The patient was treated with surgery (uterus, cervix and fallopian tubes removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the menorrhagia had resolved with sequelae. At the time of the report, the abdominal pain lower, arthralgia and fatigue was resolving and the lymphoma and lymphadenopathy outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia, fatigue, lymphadenopathy, lymphoma and menorrhagia with essure. The reporter commented: at the time of essure insertion the patient was 41-year-old, and at the time of this report she was 51-year-old. After surgery, she was able to start again to work. Further company follow-up with the patient is not possible. Most recent follow-up information incorporated above includes: on 26-apr-2019: nullification reason: this case was a identified as the duplicate of the case (B)(4). All the information from this case were transferred to the case (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.